Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and medical treatment. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had experienced a low blood glucose (bg) level on (B)(6) 2021 the patient had a severe low bg level and had a full seizure after their pod alarm had gone off at 60 mg/dl. The pod was worn for 24 to 36 hours on the abdomen. The patients caller reported that they were not with the patient at the time of the event but that two other adults and the son were there and an ambulance was called for the issue. The patient was treated with chocolate syrup and sugar was rubbed onto their gums. The caller reported that the patient was able to drink (B)(6) when the medical staff arrived at the scene. The patient's caller reported that they elected to go to the hospital where the patient was under evaluation but did not receive treatment. The caller also reported that it was discovered that the patient has long qt which they described as an irregular heart rhythm and that they are looking into what caused this condition.